Manufacturer narrative:
(B)(4). The device was received and evaluated for the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater leak testing was performed, passing successfully with no issues noted. Therefore, the reported condition could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an administration set leaked an unspecified drug when the nurse attempted to connect it to the extension set. This occurred during priming. There was no patient involvement. No additional information is available.